Manufacturer narrative:
The investigation for the vascular damage has been completed. The pump was not returned for investigation. During cp removal, a pseudoaneurysm was noted at the left subclavian site. A covered stent was placed to resolve the issue. The cause of the vascular damage issue was most likely patient condition related. The instructions for use referenced in the initial report is for the impella cp with smart assist system in section: potential adverse events (united states), which now includes the statement "cardiac or vascular injury (including ventricular perforation).¿ d4-corrected UDI number. In accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.

Event description:
The user facility reported a 78-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The complainant reported a pseudoaneurysm in left subclavian site of the impella cp. A balloon tamponade was performed from groin. A 7.0x60 balloon in subclavian for tamponade, took shot and pseudo-aneurysm in subclavian. Then, a covered stent was applied to the subclavian.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿